Event description:
The patient underwent prophylactic generator replacement. The reason for replacement per the implant card received was "prophylactic" and "high impedance." The lead was not explanted, and no lead reimplant information was noted on the implant card. During surgery, the surgeon noted that the generator was not secured properly. It was noted that the patient is developmentally delayed and has a tendency to repeatedly extend the left arm. The surgeon believes this repetitive motion dislodged the generator from its suture and caused the generator to become tangled in the lead wire and the resulting fibrotic tissue. The surgeon believed the high impedance could be resolved by removing the fibrotic tissue, untangling the lead, and implanting a new generator the high impedance would resolve, and after performing these actions diagnostics were performed and the impedance was found to be within normal limits. However, due to the implant duration of the lead and generator, as well as the understanding that fibrosis at the generator site is not expected to cause high impedance, it is likely that a positional or microfracture is present in the lead, and when the lead was untangled the fracture was "hidden," resulting in a normal impedance reading. The suspect product (lead) remains implanted in the patient. No additional relevant information has been received to date.